Event description:
It was reported there was a decrease in therapeutic effect, and patient had increased spasticity. The reporter stated that the patient experienced increased tone when moving from supine to the upright position. The healthcare provider questioned if the catheter was occluded or kinked, and a dye study was completed, with normal results. Following the normal study results, provider suspected catheter was slightly occluding with postural changes. There were no plans made for revision or replacement. Reporter stated that the patient responded favorably to titration increases 'but they subside.' The medication in the pump was compounded baclofen.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).